Event description:
It was reported that the patient presented in clinic for lead assessment when loss of capture was noted on the device. The device was subsequently explanted and replaced. The patient condition was good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.